Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that suspected myopotential oversensing resulted in inhibited pacing. The device was reprogrammed. Patient condition after the event was good.